Event description:
A physician reported a pt who received her second treatment 8/20/97 into the glabella and periorbital lines. On 9/12/97, the pt reported to the physician that she had developed a cyst like response in the glabellar region, which he believed was a hypersensitivity to collagen. On 10/7/97, the physician prescribed intralesional kenalog in the glabellar area, which did not improve the symptoms. On approximately 10/15/97, the pt developed hypersensitivity symptoms at the periorbital areas and the bridge of the nose. The physician believed the symptoms were abcess formation and delayed hypersensitivity. On 10/30/97, the pt developed red inflamed nodules at the periorbital areas which the physician believed was a delayed hypersensitivity. On 11/4/97, oral keflex was prescribed with no other intervention planned. On approximately 11/17/97, inflammation at the glabellar region persisted.